Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. No physical damage was observed where foreign matter remained. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera gastrointestinal videoscope had foreign material in the channel. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was foreign material in the biopsy channel. Due to the clog in the channel tube, aspiration failed. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that there was a white scratch on the image due to a broken charge-coupled device unit. Additionally, it was observed that the charge-coupled device lens was broken. It was observed that the adhesive on the bending section cover was lifting and broken. It was also observed that the electrical connector was corroded. Lastly, it was observed that there was a scope communication error (e311) message displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.